Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that yesterday the patient tried charging the ins for the first time after implant. They had difficulty finding the optimal charging position, so they tried using the recharger with and without the belt as well as over clothing and against bare skin. They got a painful burning sensation at the incision site while charging and initially thought maybe the scab at the incision was being torn. Initially the sensation felt like it was at the surface of the incision, but later felt it was coming from deeper within. They adjusted the charging speed and decreased from 2 to 1 and it didn't make a difference. Within an hour after stopping the charging the burning pain went away. The patient mentioned the ins is at 30% and was concerned that the battery wouldn't last long enough to make it to their post op appointment with their managing physician (next week). Patient services reviewed that if the ins runs empty it would not damage the ins or settings but the therapy would turn off. Patient services recommended that the patient discontinue charging until they could follow up with managing physician. The patient indicated they would contact the rep to request that rep is present at the post op appointment as well.